Manufacturer narrative:
A co service rep visited the facility and tested the system and the handpiece. The system and handpiece met specs. The handpiece cable had two slits, which had been taped. However, there were no visible or exposed wires. A handpice replacement was ordered. The co service rep reminded the user facility that the legacy system should have a preventive maintenance every six months. The last time that the unit had been serviced was in 11/2004. The service rep performed a preventive maintenance and checked all system functions. The unit met specs. The root cause of the event could not be determined. The system was tested and met specs. A letter and copy of an industry article (ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, 11/1996, vol. 25, no. 11: 426-431) which described factors that would increase temperature at the incision was provided to the customer.